Event description:
Report on overinfusion of tpn and lipids on pt. 109 cc unaccouted for at rate of 3.4cc/hr. Pt is being transported to another hosp. Dr spoke to family about overinfusion and his concerns.